Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the formula is not going through the tubing. It could not prime past the little white plastic circle that goes into the pump. The customer changed the pump and had the same result. The customer changed the tubing set and it was okay.

Manufacturer narrative:
Submit date: 8/01/2016. The complaint description originally reported "the formula is not going through the tubing. It could not prime past the little white plastic circle that goes into the pump. The customer changed the pump and had the same result. The customer changed the tubing set and it was okay." Based on additional information received, it was reported that the feeding set would not prime and the formula is not occluded. The additional information has deemed this to be not a reportable malfunction.